Manufacturer narrative:
It was initially reported that information was received alleging a ventilator's power supply was defective. The actual complaint was that the device's display was blank. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's power supply was defective. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.